Event description:
It was reported that the patient experienced erosion and an infection with a previous inflatable penile prosthesis (ipp) device. A new spectra penile prosthesis (spp) device was implanted to complete the procedure. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient had the ams 700 implant that he bought in the united states. Then, the patient had symptoms of erosion and infection. However, the explant date was three months ago and on (B)(6) 2019 a spectra surgery was performed. The device was originally implanted on (B)(6) 2019.